Event description:
Additional information received reported that there was (B)(6) pain relief in the legs and the implant was effective for leg pain. He was recharging the stimulator daily even when the programmer was showing it was full. The patient did better if he made recharging his daily routine because he had posttraumatic stress disorder (ptsd).

Event description:
It was reported that there was a confirmed 2nd overdischarge and less than 50% therapy relief. A pmr was performed. The patient went to a trip to (B)(6), and did not take the charger with him. While gone, the implantable neurostimulator (ins) went empty. When he got home, the wife had taken a protective order out against him, and he could not go to the house to retrieve the charger, so he just did not use the ins. The father retrieved the charger and they were currently doing a pmr. The first hour did not restart a normal recharge mode. Currently they were in the second hour of pmr. No diagnostic testing or troubleshooting was performed, but it was going to be performed in the future. The patient was alive with no injury at the time of this report. It was later reported that after 3 pmrs on (B)(6) 2014, the patient was able to recharge the ins fully. The manufacturing representative met with the patient the next day and cleared a power on reset (por) with code 0x2608. The patient was reprogrammed and emphasized to the patient the importance of maintain charge on the ins, since one more strike and the ins would be out. The patient stated that he would recharge every day and make it part of his daily routine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).